Manufacturer narrative:
H6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint catalog 366575, lot number 2109048. 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the tube cit gh 13x100 6.0 plblce l/bl that there was the following information was provided by the initial reporter one tube with yellow liquid and particles.

Event description:
It was reported that while using the tube cit gh 13x100 6.0 plblce l/bl that there wasthe following information was provided by the initial reporterone tube with yellow liquid and particles.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.